Manufacturer narrative:
The review of the device history record showed no deviations. All product features correspond with the valid specifications of the waldemar link gmbh & co. Kg at the time, when the product was produced. As the labels of the intial and revision surgery indicate that after revision a smaller size had been choosen it is assumed that the initial vario cup had been choosen too big for the acetabulum and therewith had been stuck at bony structures which led to dislocation of the head and cup due to the leverarm of the leg while turning in bed. According to the surgical technique acetabular prostheses that are too small or too large lead to bone reactions due to inappropriate load transfer to the bony acetabulum.

Event description:
Ball heads dislocated from vario-cup three weeks after surgery when the patient change her lying position (turned).

Manufacturer narrative:
The review of the device history record showed no deviations. All product features correspond with the valid specifications of the waldemar link (B)(4) at the time, when the product was produced.

Event description:
Ball heads dislocated from vario-cup three weeks after surgery when the patient change her lying position (turned).